Manufacturer narrative:
The reported events were high capture threshold, discomfort, and lead dislodgement. A complete lead was returned in one piece. The reported event of high capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for procedural damages. The helix was found to be retracted and clogged with blood. After cleaning, the helix could be extended and retracted by applying torque to the connector pin. The measured full helix extension length was within specification.

Event description:
Additional information received notes the right ventricular lead exhibited a loss of capture and the patient experienced bradycardia and discomfort. Micro dislodgement was suspected; an x-ray was performed and revealed no anomalies.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high capture threshold, the rv lead was explanted and replaced. The patient was in stable condition.